Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. In 510k: this report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for femoral trochanteric fracture was performed using the trochanteric femoral nail-advanced (tfna) system. During the surgery, at the time of insertion, the end cap got stuck around 5mm from a proximal part of tfna nail. As a result, the insertion finished incompletely. Surgeon attempted to again insert an end cap with the same results. The surgery was completed with a 30-minute delay, and there was no adverse consequence to the patient. Concomitant device reported: tfna nail (part number unknown, lot number unknown, quantity 1) this is report 2 of 2 for (B)(4).